Event description:
Baxter international coordinator received complaint from customer. Customer reported pt underwent a 5fu home treatment for 5 days with this pump. The pump was programmed to infuse 100 ml of 5fu, flow rate 2ml per hour. 5 days later the pt reported that the reservoir was full and the pump showed the following results: volume remained 0.7 m l, time remained 19 min, volume infused 99.3ml, no additional pt information is available at this time. Pump will be sent to tech center to evaluation.